Event description:
Mentor saline smooth breast implants. Hair loss, premature aging, joint and muscle pain, brain fog, teeth and tongue problems; severe depression, rashes, lymph nodes tender and swollen, open sores; trouble breathing, anxiety, high blood pressure, acne, memory loss, dry skin, ear infections; weak immune system, severe stomach pain, weight loss (5 feet 6 inches, (B)(6)); temperature sensitivity, sweating and body odor, difficulty swallowing, persistent cough, chronic fatigue, fibromyalgia symptoms; back pain, neck and shoulder pain (went from an a cup to a b), suicidal thoughts. I can no longer count or do simple math. I feel that my whole body and life have been stolen from my family and myself. I have seen drs that tell me I am healthy. Lab work comes back normal. How can I be healthy and feel this bad physically? It took a lot for me to go to a dr as I live a holistic lifestyle, just to be told it's all in my head. What else could they have told me? They wanted to help but without all the info, they were not able. Regardless, I should have been heard. FDA safety report ID# (B)(4).